Event description:
Possible deflation.

Event description:
Deflation of right breast implant, and bilateral breast ptosis. Bilateral breast implant replacement with mentor devices. Unknown if this was the initial use of the device.